Event description:
The following was reported to virtual imaging, inc. By (B)(6) 2014. Ms. (B)(6) reported that a radpro 40kw-digital mobile x-ray system ("system") drove in the reverse direction, causing the technician to become trapped ina corner. She further reported that the drive handle was released, but that the system continued to drive in reverse direction and hit the wall. Ms. (B)(6) reported that the technician's finger was fractured during the event and a hole was created in the wall by the system.